Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the customer reported cleaning, disinfection, and sterilization practices, the device evaluation and the legal manufacturer's final investigation. The customer reported they used enzymex l4 franklab detergent for precleaning the scope and an olympus single use combination cleaning brush (bw-412t) for manual cleaning. A cantel isa automated endoscope reprocessor (aer) was used with rapicide cantel aer detergent and rapicide pa cantel aer disinfectant. The scope was stored in a endodry cantel drying cabinet. Biotech germanade is the maintenance company used by the customer. The device was evaluated where no abnormalities were found that could have led to the positive culture. No defects were noted during the evaluation, the device was returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Olympus sent the device for third party testing. The device was cultured again after cleaning, disinfection, and sterilization on (B)(6) 2021 and the results follow: the microbiological quality of the duodenoscope is satisfactory, no micro-organisms detected. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during routine testing of the subject device, the culture was positive for micro-organisms, 24 colony forming units of coagulase negative staphylococci. No patient involvement. The subject device was returned to olympus for further evaluation.